Event description:
Customer reported she has 2 active systems, is unsure which was in use. Active system gave a blood glucose result of "around 300" mg/dl at a time when she was symptomatic of hypoglycemia. Customer did not treat based on the active result, called emt's. Emt meter result less than 10 minutes later was "around 121" mg/dl. Customer was unable to self-treat, emt's treated with food and juice, transported her to hospital; no further treatment. A request was made for the return of the system and a replacement was sent.

Manufacturer narrative:
This medwatch is for active system 2. Please see medwatch with a1 patient for report on active system 1.